Event description:
It was reported that insulin pump had physical damage. Customer reported that reservoir compartment was cracked and that drive support cap was damaged. Customer does not know how damage occurred. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The drive support disk was inspected, and no anomaly was noted. However, a missing drive support sticker was noted during visual inspection. The pump had minor scratches on the lcd window, a cracked case at the lcd window corners, a cracked reservoir tube lip, scratches on the reservoir tube window, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.